Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the device was showing its service wrench and had logged an event code. The customer was provided with a replacement device. Physio-control further evaluated the device at the failure analysis center and it was observed that the device had a partial loss of defibrillator output energy due to a loss of the positive portion of the biphasic output waveform. The cause of the reported issue was determined to be due to shorted legs 8, 9 and 10 on integrated circuit, designator u1, of the analog pcb assembly.

Event description:
The customer contacted physio-control to report that their device was showing a charge-pak and a wrench icon. Upon further evaluation, physio- control observed that the device had a partial loss of defibrillator output energy due to a loss of the positive portion of the biphasic output waveform. In this state, the device would not provide proper therapy, if it were needed. There was no patient use associated with the reported event.